Event description:
The reporter did back to back blood glucose tests and got results of 24 and 145 mg/dl. Tests were done within 10 minutes, using separate fingersticks. There were no symptoms. Reporter performed a control solution test that was high 165. She retested and got another high reading of 145. Reporter stated that she had dropped her meter several times and did not feel comfortable using it. On follow-up, reporter said that last time the meter fell, it was onto a hard floor. She stated that she had not compared the confirmation dot to the color chart.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8